Event description:
It was reported that the device had perforated the mesentery. On (B)(6) 2002, the patient was implanted with a greenfield filter. The patient had a history of pulmonary embolism (pe) and deep venous thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan. The superior tip of the filter was at the level of the right renal vein. Multiple prongs appeared to extend beyond the lumen of the inferior vena cava (ivc). No further patient complications were reported.